Event description:
The patient contacted depuy regarding significant knee pain they were experiencing. Patient's medical records were received. Records indicate the patient had patella clunk treated with an arthroscopy. Following the arthroscopy the patient was still experiencing significant pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this reported event was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.